Manufacturer narrative:
H3: the device history record of reported lot number 4012767 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump did not alarm, and the bag was still full when the pump was disconnected. Settings were reviewed: continuous infusion rate of 23.2 ml/hour, total reservoir volume of 588 ml, the air detector and upstream sensor had both been turned on, length of infusion had been set for 24hours, and the lock level was 2. No patient harm/adverse event was reported.